Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): proximal conductor fractured, defib conductor fractured and distorted, several conductors blood/body fluid (not obstructed), defib conductor fracture (overstress), inner insulation kinked buckled, outer tubing overlay melted and cosmetic esc (environmental stress cracking) and esc breach/breach (non-electrical), outer insulation breached cut and cosmetic depression, blood in/on helix/lobe mechanism. Full lead in segments returned and analyzed.

Event description:
It was reported that the right ventricular lead was explanted due to an infection. The lead was analyzed and subsequently tested out of specification. No further patient complications were reported as a result of this event.